Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that approximately 5 months ago the usb cable stopped charging the pump. Customer has been using different usb cable to charge the pump since. There was no impact to the customer's blood glucose level. A replacement cable was sent to the customer.